Event description:
The fse reported that the monitor was intermittently going black. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.